Manufacturer narrative:
An updated analysis was provided. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information has been carefully analyzed. The available trend curves demonstrated a decrease of sensing amplitude from approx. 15 mv down to approx. 5 mv since (B)(6) 2016. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 46 months ventricular oversensing was reported. A lead break was observed. A change in the programming of the lead parameters was performed. The lead could not be explanted due to high bleeding risk. No adverse patient side effects have been reported.